Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign objects came out of the suction port due to clogging of the suction tube in the universal cord. In addition, the evaluation found the following; due to a pinhole on the connecting tube, water tightness was lost, the adhesives around the light guide lens had a white-clouded area, the adhesives around the objective lens had a white-clouded area. The objective lens, the light guide lens and the adhesive on the bending section cover all had cracks. The forceps elevator lever was deformed, the paint on the suction cylinder and on the air/water cylinder were peeled. The switch 1 had wear, the grip and suction cylinder were shaved. The control unit had discoloration and the adhesive on the bending section cover had a white clouded area. The bending section cover, connecting tube, objective lens, plastic distal end cover, universal cord and the protector of the universal cord on the suction connector side, all had scratches. Due to wear of the angle wire, the play of the up/down knob and the bending angle in the up direction did not meet the standard value. Due to damage on the up/down knob, water tightness was lost and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a cloudy lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; due to clogging of the suction tube in the universal cord, foreign objects come out of suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The instrument/suction channel was flushed with water. The instrument/suction channel was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.